Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-01223. It was reported that stimulation on the leads was reducing on its own. As a result, surgery may be pending to address the issue. It is unknown which lead is liable for the issue. Hence, both leads are made reportable.

Event description:
Reference MFR. Report number: 3006705815-2019-01223. Additional information received the patient underwent surgical intervention where in the entire system was explanted.

Event description:
Reference MFR. Report number: 3006705815-2019-01223.